Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac monitor had multiple false pause episodes due to undersensing. No intervention was performed. The patient was asymptomatic throughout the event and will continue to be monitored.

Event description:
New information received states that the patients device continued to have false pause episodes due to undersensing. The device was explanted on (B)(6) 2018. The patient was stable throughout the procedure.